Event description:
It was reported the sjm representative met with the pt and was unable to communicate with the ipg using external devices. The pt reported he had not recharged the ipg for a long time. It was reported surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
Correction/removal reporting #: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.